Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material#: 304657, batch#: 5020038. Verbatim: rcc received a complaint via email. Medline complaint #: (B)(4). Defect description: customer report: ¿10ml syringes are leaking.¿ xxxxxkit #: pain1062b, xxxxpart #: 153239. Product description: syringe 10ml ll bns. Vendor part #: 304657. Lot #: 5020038. Date reported: 11/05/2025. Sample received: yes. We evaluated three returned syringes, and we did not confirm the reported issue. Response needed: completion of the attached sop31 form within 15 days of receipt.

Manufacturer narrative:
Distributor disposed of physical sample. We could not perform a sample analysis. Three photos were received by our quality team for evaluation. Based on the photos alone, the reported leakage was not observed; therefore, the reported incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.